Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y procedure, the surgeon was not able to toggle the device. The needle would not pass from one jaw to the other but the jaws would only open when toggle was one way and not the other .the buttons wouldn't push down to unload.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. A needle was returned with the product. Witness marks were observed on the cones of the needle under microscopic inspection. Under microscopic inspection, no witness marks from the needle tip impacting the beveled wall were observed. Sheering on the toggle switches was observed for the device. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product, as received, did not meet release specifications. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Engineering noted some plastic shearing of each toggle switch after further visual inspection. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. This results in the shaving conditions noted. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. The IFU states, toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and reassessed at that time.